Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump was programmed to deliver a rate of 350ml/hr and that the volume delivered was 320 ml. It's unclear if the rate was also the programmed volume to be delivered. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [(B)(4)].